Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The force bipolar instrument was found to have a broken grip at the midpoint of the grip. A piece approximately 14.31 mm x 5.50mm was found to be broken off. The broken piece was not returned with the instrument. The grip tip was completely broken. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause of broken grip tips is attributed to damage to the instrument while performing ¿off-label¿ surgical applications, such as needle bending, needle driving and/or suture snapping, or instrument mishandling. Grip-tip fragments may result if the metal injection molding (mim) is not properly retained by the overmold (om) during use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had broken jaws. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive attempted to obtain additional information. There was no additional information available.